Event description:
It was reported that the subject device malfunctioned and noticed ¿shutter flash lines¿ on the screen monitor. The issue happened during a therapeutic holmium laser enucleation of the prostate. The procedure was completed using a similar device. There was no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer¿s allegation was not confirmed. Based on the results of the investigation, the cause of the allegation could not be established. The investigation findings did not lead to a clear conclusion about the cause. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.